Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, dob & weight not provided by reporter. Event date: unknown when device broke. UDI: unknown part number, UDI is unavailable. This report is for unknown cortex screw/unknown lot number. PMA 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision surgery on (B)(6) 2015 to correct a non-union of the femur bone. Two cortex screws from the initial surgery (to correct a distal femur fracture) were found to be broken and were removed along with the rest of the screws ((4) unknown locking screws) and plate from the initial construct. Revision surgery was performed successfully with no surgical delay or ill effect to the patient (no patient harm). This report is 1 of 1 for (B)(4).